Event description:
In early 2006, it was reported to boston scientific corporation via a user facility medwatch, report number 5000510000-2005-8014, that a procedure using a hemostasis clipping device occurred in 2005. According to the complainant, there was a problem deploying the clips and "a couple deployed before there was any pressure applied to the handle of the deployment device." The clinician attributes the issue to possible user error. There were no patient complications reported.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. It was not possible to identify any potential lot for this product; therefor, no device history record review was possible. The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.